Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test were performed. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. The hole could be related to the handling after the procedure; however, it cannot be conclusively determined. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed for the finished device 31448408l number, and no internal actions related to the complaint were found during the review. The force issue reported by the customer could not be replicated, however, the reddish material on the pebax could be related to the force issue, therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. Initially, it was reported that when coming on ablation, the baseline force reading would spike up to over 20g of force. It was noted that there were no errors or alerts displayed on the carto 3 system. The cable was replaced without resolution. The qdot catheter was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 13-dec-2024, a reddish-brown material was observed inside and a hole on the pebax with internal parts exposed. This was assessed as MDR reportable with an awareness date of 13-dec-2024.